Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected tsh results were obtained from two patient samples while using the vitros eciq immunodiagnostic system. The investigation could not determine an assignable cause. Based on historical quality control data, there was no indication the vitros tsh reagent issue contributed to the event. An ortho clinical diagnostic field engineer performed service actions to mitigate condition codes occurring on the vitros eciq system. However, within run precision testing was not performed prior to service actions to assess the performance of the vitros eciq system. Therefore, it is unknown if the vitros tsh reagent in combination with the vitros eciq system was performing as intended and a tsh reagent issue and an instrument issue cannot be entirely ruled out as contributor factors to this event. In addition, pre-analytical sample handling cannot be ruled out as a potential contributing factor.

Event description:
The customer obtained non-reproducible, higher than expected tsh results from two different patient samples (patient 1 = 35 versus expected 0.65 miu/l; patient 2 = 33 versus expected 4.2 miu/l) processed on a vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected tsh patient results were not reported from the laboratory. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).